Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 5/28/2015. The fse found that the probe wipe was misaligned. The fse replaced the probe wipe, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak on the caps of the control tubes from the probe of the coulter act diff 2 analyzer. The volume of the leak was a drop and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.